Manufacturer narrative:
Manufacturer's investigation conclusion: the 14v power module patient cable (lot # 11019042903) was returned for an evaluation regarding an exchange to an ungrounded power module patient cable. Visual inspection of the returned product reveal a bent pin within the power module connector end of the cable, which was preventing a fully seated connection to the power module. The bent pin was straightened and was functionally tested using laboratory equipment, which did not reveal any functional issue after repair. Electrical measurement of cable did not reveal any damage with the underlying wires that could affect the device ability to supply power. Although the root cause of this damage could not be conclusively determined, it appeared to be a result of physically mating the two parts. Heartmate ii lvas IFU rev. C (section 7), heartmate ii patient handbook rev. B (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. Heartmate ii lvas IFU rev. C (section 6, 8), heartmate ii patient handbook rev. B (section 4, 6) contains important cautions and information on general equipment care, storage, and management. Heartmate ii lvas IFU doc rev. C, heartmate ii patient handbook rev. B, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer's report number: 2916596-2020-04483. It was reported that the vad coordinator noted one entry in the system history where the pump did not stay at the set speed. Log file analysis confirmed a speed drop. The hospital took x-ray scans of the internal and external part of the driveline and the patient was readmitted to the hospital for further evaluation. The pump maintained the set speed after admittance. A non-grounded patient cable was requested to prevent speed drops once the patient is discharged. The site returned the grounded patient cable to abbott following the exchange to the ungrounded cable.